Manufacturer narrative:
Additional information was received that hemorrhage was noted from the access site due to the dissection and percutaneous transluminal angioplasty (pta) was performed. It was reported that the dissection was not attributed to the device but rather the implant procedure. Updated data: event problem and evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, using left subclavian artery access with the inline sheath, this delivery catheter system (dcs) became caught on the bifurcation of the subclavian artery and vertebral artery, and was difficult to pass through. The dcs was advanced without any actions and the valve was implanted. There was no dissection noted on intra-operative angiography, but a left subclavian artery dissection was observed on angiography after the incision was closed. The patient¿s condition was monitored, but two hours after the procedure, occlusions from the left subclavian artery to the brachial artery and in the left vertebral artery occurred. A stent was implanted in the entry portion of the dissection which was the tortuous portion in the occlusion region of the left subclavian artery, but blood flow in the left arm was unable to be resumed. A tack down was performed for the cutdown region in the left subclavian artery, and difficulty to resume blood flow remained. Subsequently, four stents were used for full coverage from the left subclavian artery to the brachial artery, and blood flow was resumed. However, the left vertebral artery occluded, and cerebellar infarction occurred. Initially it was considered that the event was caused by pushing the in-line sheath by force. The tortuosity of left subclavian artery was not severe but the vessel was not straight. There was no calcification lesion noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician attributed the injury to the dcs, as there was a gap noted between the nose cone and the capsule, and it was believed that the blood vessel was injured by the capsule. The minimum access vessel diameter was 4.6×5.4 mm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the minimum access vessel diameter was 4.6×5.4 millimeter (mm) and that the vessel was not straight. As per the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5.5 mm. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device issue. It was then reported that a left subclavian artery dissection was observed on angiography after the incision was closed. Vascular access related complications such as dissection, bleeding and occlusion are known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Stroke is also a known potential adverse effect per IFU. Ischemic strokes have many etiologies including embolization of calcific debris and are highly dependent on patient medical history and procedural factors. Initially it was considered that the event was caused by pushing the in-line sheath by force. The IFU gives the following warning: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Another possible cause for the vascular injury was the reported gap between the nose cone and the capsule. The IFU gives the following warning after valve loading: ¿advance the capsule to close the gap between the capsule and catheter tip completely.¿ and after valve deployment; ¿ensure the capsule is closed before catheter removal¿. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.